Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-53 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient came to the emergency room due to vomiting. The patient's presenting rhythm was atrial fibrillation with rapid ventricular response. It was also noted that there was slightly elevated rv (right ventricular) impedance and threshold, but the measurements were chronic and stable. The lead remains in use. No patient complications have been reported as a result of this event.